Manufacturer narrative:
(B)(4). A photograph of the device has been received for evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The lot 14d002 was manufactured on april 4, 2014 ¿ april 5, 2014. Evaluation summary: the device was not received for evaluation, however, a photograph of the device was available. Visual inspection (via the naked eye) noted evidence of leak. The reported condition was verified. The cause of leak problem was due to broken tubing at the junction of the white distal luer. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume intermate leaked into its housing. The reporter stated that the tubing had broken off of the patient connector. This was noted after filling with 240 ml 8 g flucloxacillin solution. There was no patient involvement. No additional information is available.